Manufacturer narrative:
Initially, device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No missing segments/partial displays, white displays, flashing displays, gray/faded displays, or unexpected display anomalies such as rainbow effects were noted during testing. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing either. Also no unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted during testing. Finally no unexpected audio anomaly, absence of audio alarms were noted during testing. During file upload, however, the down keypad button stopped working. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. After swapping the boards into another case and then swapping a known good electrical board onto electrical board, the keypad anomaly persisted and seems to be isolated to electrical board. Device passed displacement test. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. Also the s/n label located between the belt clip rails has worn down to a point where it¿s unreadable, and the middle (enter) keypad button is cracked. Did not note any cracks in or around the reservoir tube lip. The retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticky. Insulin pump was squirting insulin during priming. Insulin pump was seizing. Insulin pump had rainbow effect on screen and battery life was diminished. Insulin pimp plastic chipped off when changing reservoir. Insulin pump alarm was not loud as before. Continuous glucose monitoring required frequent calibrations, need to reconnect and need to enter blood glucose a lot. No harm requiring medical intervention was reported. The device will not be returned for analysis.